Event description:
During knee scope procedure, plugged in camera and lost the picture and 2 units failed. The case had to be cancelled. Pt had an epidural. Charge nurse stated that the case was completed with competitor's device the following week.

Manufacturer narrative:
Unit failed for no video output signal. Replaced fuse and unit performed as expected. Root cause is normal wear on electronic component.